Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and procedural haemorrhage ("had more blood loss") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgery was more difficult". The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: depo. Concurrent conditions included uterine adhesions, irregular menstruation and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/pains in lower belly"), scar ("had so much scar tissue"), uterine pain ("pains in uterus area") and malaise ("not feeling well"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, procedural haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower, scar, uterine pain and malaise outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, malaise, menorrhagia, pelvic pain, procedural haemorrhage, scar, uterine pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, lower abdominal pain, devise removal difficult, scar tissue, blood loss, pains in uterus area, not feeling well and uterus area pain. Outcome of event cramping was updated to recovered/resolved. Concomitant diseases and lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and procedural haemorrhage ('had more blood loss') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgery was more difficult". The patient's medical history included multiple cesarean sections. Previously administered products included for an unreported indication: depo. Concurrent conditions included uterine adhesions, irregular menstruation and pelvic adhesions. Concomitant products included hydrochlorothiazide since 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic adhesions ("abdominal pelvic adhesions disease\focal peri adnexal adhesions"), uterine adhesions ("uterine serosal adhesions") and abdominal adhesions ("abdominal pelvic adhesions disease"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain/pains in lower belly"), scar ("had so much scar tissue"), uterine pain ("pains in uterus area") and malaise ("not feeling well"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy,d&c, exploratory laparotomy, pelvic washings.) And blood transfusion. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the procedural haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower, scar, uterine pain, malaise, pelvic adhesions, uterine adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain lower, dysmenorrhoea, fatigue, malaise, menorrhagia, pelvic adhesions, pelvic pain, procedural haemorrhage, scar, uterine adhesions, uterine pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 12-nov-2019: fu 5 and 6 processed together. Pfs received ¿ new event abdominal pelvic adhesions disease, uterine serosal adhesions and focal peri adnexal adhesions were added. Reporter information was added. Concomitant drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.